Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery depletion code. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) consultant recommended replacement. To date, this device remains in service. No adverse patient effects were reported. Additional information received which indicating that this device was explanted. A new device was then implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field b5. Event description. Correction to field h6. Coding.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery depletion code. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) consultant recommended replacement. To date, this device remains in service. No adverse patient effects were reported.